Manufacturer narrative:
Internal complaint file #(B)(4) has been logged for this incident for traceability. Belmont received the user facility report for this incident on february 6th, 2024 and medwatch #mw5151160 on february 21st, 2024. The ri-2 and disposable involved in the incident was returned to belmont medical technologies for evaluation on 02/19/2024. The user will lose the ability to infuse the patient during the event as described by the user. Other methods can be used to infuse the patient. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature/overheating issue. The potential cause of overheating in this incident could be associated with clotting of infusate in the device. In the event of an "over temperature", the rapid infuser exhibits the following message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions.the operator's manual provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse". When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays a message with instructions for corrective measure.the ri-2 is compliant with iec-60601-1 for flammability resistance. It is unknown if error 102 was present and its also unknown if user replaced disposable and blood per belmont's specifications (user manual for ri-2). Belmont is currently investigating the returned device. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The biomed reported that during a case with a critical patient, there was an issue with the ri-2. This occurred about 90 minutes into infusing at the highest flow rate of 750 ml/min. The device was then unplugged and removed from the room. It was reported that at the time the door was very hot to the touch. Although the patient involved in the incident expired, the user facility confirmed that patient passed away due to lifethreating hemodynamic shock. The device did not cause or contributed to death.

Manufacturer narrative:
Through our investigation it was found the reported issue could not be reproduced after extensive testing. No burn marks could be found after visual inspection inside the unit. All power cables of the unit were checked and found to have a good connection. We did find that 4 push pins were loose on the plastic door. This did not lead to the reported issue however. The device history was reviewed, and no similar issues were identified. The cited disposable set was reviewed by belmont's engineering and found that top section of the heat exchanger from 11:00 to 1:00 o'clock was deformed from a clot inside the set. It was reported that prbc and plasma were infused into the device which are approved infusates to be used with the unit. A precise root cause of the clot could not be determined. All disposable sets are 100% leak tested and visually inspected prior to release. Belmont service department replaced the loose push pins on the plastic door and operated the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. Although there is no information available on use of contraindicated fluids during the procedure, certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. The operator's manual also provides possible conditions and additional recommended operator actions. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.